Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the customer's blood glucose level was 250 mg/dl. The customer's blood glucose (bg) level was 284 mg/dl, and was addressed with a correction bolus. Reportedly, the customer loaded a cartridge onto the pump.